Event description:
The customer reported via phone call the insulin pump's buttons were unresponsive. She was unable to bolus because the keypad was unresponsive. The insulin pump alarmed battery out limit when she placed the battery back in after removing it. She was also unable to clear the alarm because the keypad was unresponsive. Her blood glucose level was 242 mg/dl but since she did not have her insulin pump it went up to 430 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.